Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the lens developed glistenings. There was no reported pt harm. Additional info is not expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).